Event description:
The customer stated that his meter read 15.7 and he did not understand what the reading meant. It was verified the meter was set in mmol/l. The units of measure were explained to the customer. The customer did not allege any adverse events due to the readings. He was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.